Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when performed high temperature alarm test on arctic sun device, the water temperature did not rise. Per follow up information received via email on (B)(6) 2023, the device was under investigation.

Event description:
It was reported that when performed high temperature alarm test on arctic sun device, the water temperature did not rise. Per follow up information received via email on 15dec2023, the device was under investigation. Per sample evaluation results on 15may2024, it was reported that the arctic sun device control panel was not working and exchanged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an inadequate flow rate to transfer optimal energy due to a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when performed high temperature alarm test on arctic sun device, the water temperature did not rise. Per follow up information received via email on 15dec2023, the device was under investigation. Per sample evaluation results on 15may2024, it was reported that the arctic sun device control panel was not working and exchanged.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is an inadequate flow rate to transfer optimal energy due to a failed circulation pump. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.